Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was below 20 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that he accidently bolused twice for the same meal, which caused the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.